Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is failing the self-test and there is a non-critical event code logged in the device's memory. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the shock button on the device, is not functioning. As a result, defibrillation would not have been possible if it were necessary.

Event description:
The customer contacted physio-control to report that their device is failing the self-test and there is a non-critical event code logged in the device's memory. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the shock button on the device, is not functioning. As a result, defibrillation would not have been possible if it were necessary.

Manufacturer narrative:
Physio-control replaced the main keypad assembly and interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and interface pcb assembly and determined that the cause for the reported issue was due to an open fuse, designator f1, on the interface pcb which caused the shock button and service led to be inoperative.